Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum fixation the tip of the device broke inside the shaft. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update dw 04-oct-2024: further information was provided that the wire broke at the tip but remained inside the shaft. So not parts had to be retrieved out of the patient.

Event description:
Update (B)(6) 29-oct-2024. Initially it was reported that during a labrum fixation the tip of the device broke inside the shaft. Further information was provided that the wire broke at the tip but remained inside the shaft. So, no parts had to be retrieved out of the patient. However, during the receiving inspection by arthrex gmbh product surveillance it was found that the tip of the device is missing completely.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4068-45r suturelasso¿ sd, 45° curve right serial/batch number (B)(6) was received for investigation. No functional testing was performed as it doesn't apply to this device due to the break. A visual evaluation revealed that the device's tip was broken off; a more in-depth evaluation found that the tip was not inside the shaft. The most likely cause(s) of the reported failure can be user error, misaligned insertion, or prying/leveraging the device during use.